Event description:
It was reported that ,during the semi-annual preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) pneumatic interface module test was failing the membrane test. The pim was tested multiple times without any success. The safety disk was replaced and functional tested without any further failures or issues. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge field service engineer(fse) that encountered the issue stated that the pneumatic interface module test was failing the membrane test. The pim was tested multiple times without any success. The fse replaced the safety disk (0202-00-0140). The fse performed a full pm, safety, calibration, and functionality checks to factory specifications. The iabp was released to the customer and cleared for use.